Event description:
The guidewire fractured and separated. The tip segment was retrieved with a snare.

Manufacturer narrative:
Visual examination: the returned guidewire was noted to be fractured, 29.5cm distal to the ground step transition. The distal guidewire tip segment did not appear to have been fully expanded. For examination purposes, the tip segment of the guidewire entangled within the stent was removed. The distal fractured tip segment was also removed from the stent. The fracture occurred directly adjacent to the proximal end of the radiopaque coilwire (proximal side of the flex joint). The radiopaque coil region of the wire, distal to the flex joint was undisturbed. The core wire was totally straight proximal to the fracture. Distal to the articulation, the guidewire was outside the stent, and entered to the inside of the stent at the distal-most closed strut loops. It can be concluded that the guidewire did not bend and entered the stent from the distal end of the stent. Traces of green ptfe coating were visible on the stent at the entrapment site, suggesting that the entire distal end of the wire was distal to the stent at one point after entry through the stent. Microscopic examination: further evaluation using scanning electron microscopy (sem) on both fractured corewire ends revealed both to have ductile fracture surface features, with material neckdown. The corewire fracture sites exhibited no torsional or bending components. It is thought that the guidewire was retracted proximal to the stent, after partial stent deployment, then advanced through the stent struts, distal to the articulation site. The guidewire became entrapped in the struts, bunching up part of the black ptfe sleeve, adding to the diameter of the entrapped guidewire. The entrapped guidewire was then pulled back until a pure tensile fracture occurred at the smallest diameter available, just proximal to the flex joint. The fractured guidewire appears to be the result of tensile overloading.